Manufacturer narrative:
The process of gathering information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
Following information gathered, during inspection of citadel bed, arjo technician received electric shock during touching the metal of the wheel. However there was no injury or other medical consequences reported.

Manufacturer narrative:
We are in a process of reviewing information regarding reported incident. Additional information will be provided upon conclusions of the investigation in the follow-up report.

Manufacturer narrative:
Initial information from arjo technician was that the bed could not be powered on and there was no display on any attendant control panels, although the bed was connected to the source. Additionally, allegedly there was an electrical leakage and the technician allegedly received 'shocked during touching the metal of the wheel.' There was no injury or other medical consequences reported. Second inspection carried by another technician revealed that the bed was in good condition. When a cable was connected to the bed control box, the bed could have been powered on without any issue. Allegation of electrical leakage could not be confirmed since no electrical leakage was detected. The initially reported leakage current was, in fact, not measured. The device was tested without any failure found. The involved bed was not intended for the clinical use, but for demonstration purposes only. The power failure was noticed after the new bed was delivery to the arjo sales and service center. Each manufacturer's citadel beds need to pass an internal inspection at the manufacturing site prior to placement on the market. One of the crucial checkpoint is an electrical test, which includes visual as well as ground test. The results of the inspection are documented in the device history records. This file has been reviewed and it was confirmed that the bed passed an electrical test and no abnormalities have been found. This proves that at the time of bed first inspection the citadel bed met the requirements of electromagnetic compatibility (emc), which are confirmed with iec 60601-1-2 standard for medical electrical equipment. This is class I, type b electrical shock protection, which means that the device has protective earth. Additionally, each bed needs to pass the electrical test before being released for distribution. To sum up, initially reported information regarding received an electric shock seems to be incorrect and most likely related to electrostatic discharge. There was no injury or other medical consequences reported. Second inspection ruled out possibility of an electrical leakage. Device history record and second inspection clearly showed that at the time of delivery to the sales and service unit, the bed met manufacturer's specification. The review of post market surveillance data revealed that there were no similar cases in the past. Based on the above findings and negligible likelihood of the occurrence of an adverse event, this scenario is not considered as the safety-related. There was no malfunction found that caused or would be likely to cause or contribute to serious injury or death. The initial report is rather related to misunderstanding than bed malfunction. Based on this, the complaint is no longer perceived as reportable.